Manufacturer narrative:
Concomitant medical products: product ID 8578, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2016, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a product surveillance registry (psr) regarding a patient involved in a clinical study who received hydromorphone (6.0mg/ml, 3.5977mg/day) and clonidine (600.0mcg/day. 359.77mcg/day) in an implantable pump [by program details] for [indication for use]. The patient experienced decreased efficacy; increased pain with no known injury or reason for exacerbation. The increased pain began on (B)(6) 2016. A catheter access port (cap) contrast study performed on (B)(6) 2016 indicated a catheter leak; break/cut. The event was related to the lumber/pump portion of the catheter. The entire system was explanted/replaced on (B)(6) 2016. The system was to be returned for analysis. The event resolved without sequela. Dosing changes: (B)(6) 2016: hydromorphone (6.0mg/ml, 4.0002mg/day) and clonidine (600.0mcg/day. 400.02mcg/day).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.